Manufacturer narrative:
Continuation of d10: product ID 24952c, lot # btl577910e, serial # (B)(6), implanted: n/a explanted: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were connectivity issues involving the carelink monitor assigned to a patient with an implantable cardiac monitor (icm). This replacement monitor experienced disassociation and reassignment events. The remote monitor had issues checking in for firmware updates when assigned, which was attributed to either not being constantly powered or potential connectivity problems. It was also reported that the remote monitor screen was locked on a head logo image. Diagnostic mobile programmer application sessions and firmware update check-ins and downloads were conducted as part of the troubleshooting process. The current monitor updated to the latest firmware version and did not display an error, and it was suggested that the patient attempt a new manual transmission or reboot the monitor if necessary. The icm remain in the patient. No patient complications have been reported as a result of this event.